Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3547876 and product code 810081l. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient¿s comorbidities? Was there any deficiency or anomaly of the mesh? If yes, please describe it. When and how was the abscess diagnosed? Patient symptoms manifestations of abscess (location, severity, appearance, systemic or local reaction)? What was a reason of vaginal part mesh (tvtobturator) removal? Results and surgical findings of nerve decompression in (B)(6) 2018? Results and surgical findings of surgery in (B)(6) 2019? Were cultures performed for abscess? Results? What is physician¿s opinion as to the etiology of or contributing factors to these events: nerve compression, abscess and drainage of an abscess? Does the surgeon believe the mid urethral sling (tension free vaginal tape - obturator) caused pudendal nerve, cluneal neuralgia and maigne¿s syndrome? What is the patient's current status after mesh removal procedure? Adverse event regarding chronic neuropathic pain, myofascial syndrome, syndrome of maigne, significant gastric and defecation disorders, vaginal and urinary burns, anal tear feelings, coccyx and jaw luxation, cervical blockages, allodynia and nerve decompression procedure on (B)(6) 2018 was submitted via medwatch 2210968-2019-89329.

Event description:
It was reported that the patient underwent a sling procedure concurrently with cervix and uterus hysterectomy on (B)(6) 2011 and the mesh was implanted for urinary incontinence, after a failed reeducation. In 2014 the patient was diagnosed with bilateral pudendal neuralgia and right cluneal neralgia with sciatica. The patient experienced chronic neuropathic pain and general hypersensitivity. Overall, the patient's body was impacted with imbalance of the pelvis, myofascial syndrome, syndrome of maigne, significant gastric and defecation disorders, vaginal and urinary burns, anal tear feelings, coccyx and jaw luxation, cervical blockages, allodynia and pain at the groin, the gluteal fold, the pins, the right inner thighs and the right leg until the foot. The patient is unable to sit even if the gutted pillow, has limitation for walking, sleeping, eating, dressing up and daily gestures. The patient is known as disable person. The neurostimulation/ transcranial stimulation tens eco2, kinesitherapy osteo-etiopathy, acupuncture and hypnosis pains were performed by the care facility. In (B)(6) 2018, the patient underwent a decompression of right pudendal nerve procedure. It was also reported that the patient underwent the ablation/removal of the mesh vaginal part along with abscess of the left chamber and drainage of pus on (B)(6) 2019: additional information has been requested.